Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate high voltage therapy and presented in clinic for scheduled follow up. No intervention was performed. The clinician considered potential medication changes to slow arrhythmia. The patient was in stable condition and would continued to be monitored.